Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the adhesive backing at the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive pad heat welds found no damages or manufacturing deficiencies that would result in the adhesive pad becoming separated from the pod during needle cap removal. The exposed portion of the soft cannula was found to be kinked. The kink did not prevent fluid from exiting the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown, however it could be concluded that the kink did not contributed towards the reported event.